Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue. However, no response was received from the customer. Additionally, it was reported, that the pump was warm to the touch. Despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer¿s blood glucose was 178 mg/dl.